Event description:
It was reported that a 6f angio-seal evolution was deployed in the right common femoral artery (rcfa), post percutaneous transluminal angioplasty (ptca). Heparin (5000 ie) was given during the procedure. A pressure dressing was also applied to the puncture site. Approximately 8 hours post deployment, the patient's blood pressure dropped significantly. A large hematoma had developed under the pressure dressing. The patient was taken to surgery where the angio-seal anchor was removed. The patient has recovered and is doing well.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor legs were curved away from the anchor dome, consistent with exposure to heat/moisture and external forces. The anchor and collagen fragment were secured by the intact suture loop. The running suture was approximately 1.40" in length; the suture proximal end was consistent with cutting. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.